Event description:
The customer reported that the reservoir leaked into the pump. The leak occurred near the o-rings and out of the back of the reservoir. The customer stated she had been wearing the reservoir for two days before she realized that there was a leak.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.